Event description:
It was reported that during implant, the attain ability lead was difficult to position and caused diaphragmatic stimulation. It was also reported that the attain starfix lead was difficult to position. Both leads were removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. Blood present in/on the lobe mechanism. (B)(4) no anomalies found; full lead analyzed. Blood/body fluid present on all conductors.